Event description:
Elderly female with coronary artery disease and recent shortness of breath. Procedure: right heart cath. When the device was removed from box, packaging- the tubing was pinched/defective and not able to be used. Not used on patient. Manufacturer response for catheter, flow directed, arrow (per site reporter), will obtain.